Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).

Event description:
It was reported that occlusion alarms occurred. Reportedly the customer is pulling insulin from an old cartridge. Tandem clinical support informed customer that pulling insulin from an old cartridge is off label per the user guide. No reported impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin delivery.